Event description:
It was reported that this patient experienced syncope. Boston scientific technical services (ts) discussed with the physician that there were rhythmiq episodes were stored on the patients pacemaker device around the time of the syncope and recommended that a boston scientific field representative perform further device testing in person to rule out any product issues. Subsequent information from a representative indicated that the cause of the syncope was not determined, and the physician did not believe the recorded episodes correlated with the patients symptoms. No further actions were reported. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced syncope. Boston scientific technical services (ts) discussed with the physician that there were rhythmiq episodes were stored on the patients pacemaker device around the time of the syncope and recommended that a boston scientific field representative perform further device testing in person to rule out any product issues. Subsequent information from a representative indicated that the cause of the syncope was not determined, and the physician did not believe the recorded episodes correlated with the patients symptoms. No further actions were reported. The device remains in-service. No additional adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to normal battery depletion approximately two years after the reported event. The device was returned to boston scientific.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Device memory was reviewed, and no error codes were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.